Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Couldn't find string. Luckily after a while I was able to get it out - vagina [foreign body in reproductive tract]: tampon was packaged upside down in the applicator [device physical property issue] couldn¿t find the string or get it out because it had been placed upside down string facing up [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon was inserted into the applicator upside down. No serious injury reported.